Event description:
It was reported that the device diagnostics were not showing all of the instances when the patient was in atrial fibrillation. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.